Event description:
It was reported that a pt's programmed settings were found to be incorrect during a recent office visit. The physician was unable to provide pt info at the time due to privacy laws. A copy of the physician's flashcard which contains programming history and device diagnostics has been received; however, it has not been reviewed at this time pending receipt of pt and product info. Good faith attempts to obtain this info are currently being made.